Event description:
Boston scientific received information that boston scientific technical services (ts) received a call on this device in regards to some noted discrepancies on the gas gauge, magnet rate and estimated remaining longevity. No adverse patient effects were reported. The serial number for this device is currently unknown.

Manufacturer narrative:
A ts representative discussed that the estimated longevity remaining and battery status gauge displayed by the programmer are based on battery current consumption calculations at the time of interrogation, and calculations performed internal to the device are suspended during the session. Changes in measurements result in changes to the battery current consumption and could cause a revision to the estimated remaining longevity. At this time, this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.